Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted. The device used in this situation is unknown; therefore, this report does not contain a us 510k number.

Event description:
The customer reported to baxter healthcare for a potential under infusion and a question regarding tubing setup involving unspecified baxter IV tubing and sigma spectrum pump on an unknown date. They were led to believe that there was a variance in flow rate of a titrated drug to stabilize a patient in the picu. No injury or adverse event is reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted.